Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training, if necessary, to correct and address any reprocessing deviations. The device was evaluated, and the reported issue was confirmed. Scrapes were detected inside the biopsy channel at the distal end. The bending section cover glue had cracks. The angulation was low. The control knob movement had play. The distal end plastic cover had scratches. The objective lens and light guide lens had chips. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during reprocessing/cleaning, the technician found a broken cleaning brush in the water port channel of the evis exera iii colonovideoscope. The scope went through the washer with no errors. The broken brush was removed by the reprocessing technician. The facility had wanted an internal check of the scope to rule out possible damage from brush or possible left-over pieces. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from one of the following events: incorrect size of cleaning brush was used or was deteriorated, which remained in the biopsy channel. Reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.8 inspection of the endoscopic system 3. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope." Olympus will continue to monitor field performance for this device.